Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A replacement pump with updated software was arranged to be sent to the customer, who will continue using their current pump for backup therapy.